Manufacturer narrative:
(B)(4). No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 03292, 0001822565 - 2022 - 03297, 0001822565 - 2022 - 03298.

Event description:
It was reported that patient underwent a hip revision after an unknown date due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.